Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius customer support that an air detected in cassette warning occurred drain 2 of 3 of treatment. Fluid was seen from a hole in the cassette. Fluid was discovered in the pump module area and on the external of the cassette. Air bubbles were found in the patient line (pl). It was reported that an alternate treatment option was available. Upon follow up, the patient contact confirmed the reported event and that fluid was on the backside of the cassette when removed from the cycler door. The patient contact stated that the patient did not develop any adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact confirmed the patient experienced abdominal pain at the time of the alarm. The patient contact stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using a stat drain in the absence of the cycler. After the stat drain was performed the patient's abdominal pain subsided. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius customer support that an air detected in cassette warning occurred drain 2 of 3 of treatment. Fluid was seen from a hole in the cassette. Fluid was discovered in the pump module area and on the external of the cassette. Air bubbles were found in the patient line (pl). It was reported that an alternate treatment option was available. Upon follow up, the patient contact confirmed the reported event and that fluid was on the backside of the cassette when removed from the cycler door. The patient contact stated that the patient did not develop any adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact confirmed the patient experienced abdominal pain at the time of the alarm. The patient contact stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using a stat drain in the absence of the cycler. After the stat drain was performed the patient's abdominal pain subsided. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.